Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the ipg was replaced.